Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with noise exhibited by the right ventricular lead. Noise was not reproducible with isometric exercise. The physician elected to continue to monitor. The patient was in stable condition.